Manufacturer narrative:
No patient was involved with the event. Manufacturer's investigation conclusion: the reported event, of the system monitor not powering up, was confirmed when the returned system monitor was checked by technical service. A dislodged ram module was found in the main pcb assembly. The ram memory module had dislodged from its connector. There were beads of adhesive on the module connector (per assembly documentation). The ram module was re-installed; new beads of adhesive were applied. The system monitor was functionally tested and returned to the customer. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor would not turn on. The unit was returned for repair. No additional information was provided.